Event description:
I am writing to formally express my serious concerns and dissatisfaction with the all-on-4 dental implant procedure I underwent at (B)(6) in 2018, performed by dr. (B)(6). Despite initial assurances of improved results and superior technology, I have experienced significant and persistent issues since the implant was placed. Background: in 2018, after being dissatisfied with previous dental work done by (B)(6), I sought out dr. (B)(6) at (B)(6), who assured me that their new, advanced technology would deliver a higher quality result. Dr. (B)(6) described the new machine as being capable of producing an all-on-4 implant that would look and feel much better than my previous work. Problems experienced: since the placement of the all-on-4 implant, I have been suffering from a range of severe symptoms, including: dry, cracked tongue and mouth: my tongue has become persistently dry and cracked, which has significantly impacted my ability to eat and speak comfortably. Mouth and throat issues: I experience constant dryness and soreness in my mouth and throat, which worsens each day. This has led to a painful and uncomfortable sensation that affects my daily life. Persistent headaches: I have been suffering from frequent and debilitating headaches, which seem to be associated with the implant. Loss of taste buds: my ability to taste food has diminished considerably, leaving me with a reduced sense of taste and further diminishing my quality of life. Burning and inflamed lips and tongue: each morning, I wake up with burning and inflamed lips and tongue. This inflammation causes significant discomfort and distress. Concerns and requests: given these ongoing and severe issues, I have substantial concerns that the materials used in the implant may be causing an allergic reaction or other adverse effects. To address these concerns, I urgently request the following actions: testing of the implant: I request that the implant be tested for harmful substances or toxins that might be contributing to my symptoms. Medical evaluation: I seek a comprehensive evaluation by a dental specialist or oral surgeon to assess whether the implant is causing these issues and to determine possible solutions or alternative treatments. Support and advice: given my current mental health challenges, which significantly impact my ability to leave the house or seek in-person care, I request guidance on how to manage these issues remotely, including the possibility of telemedicine consultations. Review and response: I request a formal review of my case and a detailed response outlining the steps that will be taken to address and resolve these issues. I am deeply concerned about my health and well-being, and I urge you to address this matter with the urgency and seriousness it warrants. I appreciate your prompt attention to this complaint and look forward to a resolution that alleviates my suffering and addresses the underlying problems with the implant.